Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the patient data after a high frequency of 150 bpm was not able to be reviewed in the trend. The customer confirmed that the bedside monitor continued to real time monitoring. The customer reported that the inability to review the historical trend of the event could potentially impact diagnosis and treatment. The user switched out the telemetry unity to amend the issue. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received where the customer stated that real-time monitoring and alarming for high frequency of 150bpm continued however, the data was not saved in the events in the telemetry monitor for the current patient. No adverse patient impact was reported. The description of event further states that the ward discharged the patient, changed the telemetry box and readmitted the patient which resolved the issue. Attempts to obtain further information including the exact telemetry devices and serial numbers for the devices in use at the time of the event and any changes made to the network or devices prior to the issue, were unsuccessful. According to the(B)(6) 2024 email response, no more information was available. Without further information a root cause of the discrepancy regarding stored data cannot be determined. If more information should become available, a child record associated with this complaint will be opened for proper documentation.

Event description:
The customer reported that the patient data after a high frequency of 150 bpm was not able to be reviewed in the trend. The customer confirmed that the bedside monitor continued to real time monitoring. The customer reported that the inability to review the historical trend of the event could potentially impact diagnosis and treatment. The user switched out the telemetry unity to amend the issue. No adverse patient impact was reported.